Event description:
It was reported that during equipment testing by the customer at the user facility, the device was sticking and continued to run. There was no associated procedure, no delays, no medical intervention, no patient involvement and no adverse consequences reported.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that during equipment testing by the customer at the user facility, the device was sticking and continued to run. There was no associated procedure, no delays, no medical intervention, no patient involvement and no adverse consequences reported.